Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip. The pump was received with missing retainer and reservoir tube lip o-ring. The pump was received with broken belt clip rail, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged. Unable to perform displacement test due to physical damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned for analysis. The customer's blood glucose value was unknown.